Manufacturer narrative:
One cardiomems patient electronic system with power supply cord and power cord were received for evaluation. Visual inspection revealed that the power supply cord was frayed with exposed wires. No fraying or exposed wires were seen on the power cord or power extension cable. A standard power supply was connected to the unit, and the unit was powered on with no issues observed. It was reported that the power extension cable was frayed, and sparking occurred ¿ unconfirmed. Root cause: defective power supply cord. Sparking was determined to be confirmed due to the exposed and frayed wires on the power supply cord. Root cause of sparks being produced when the unit was powered on concluded to be the returned power supply cord, the power supply was not used for testing due to safety protocol. However, it is likely that the open wires caused the frayed cable to spark prior to the customer complaint ¿ confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported frayed wire with sparking at the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.